Manufacturer narrative:
Product investigation was received, and the following fields were updated accordingly: section d-9: device available for evaluation: yes section d-9: date returned to manufacturer: 01-dec-2021 section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed a simplicity without viscoelastic residue inside of the cartridge. Further observation revealed a lens that was overridden and stuck in the cartridge. The hand-piece was disassembled and the assembly was inspected, presenting with no issues. The lens was removed from the cartridge but it came out in pieces. The lens was cleaned, and presented with lens damage as well as damaged and detached haptics. The complaint issues could be confirmed; however, this may be attributed to a lack of ovd used during loading and insertion, suggested by the lack of viscoelastic residue inside of the cartridge, and cannot be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed that two (02) additional complaint folders were found as part of this production order (po) number. Both complaint folders are not related to the reported complaint issue and no escalations were required. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date implanted: not applicable as the iol was not implanted. Date explanted: not applicable as the iol was not implanted. The device has not returned for analysis; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during product handling and prior to insertion the pre-loaded intraocular lens (iol) was stuck in the cartridge and haptic was getting crushed. There was no patient contact reported. Through follow-up it was revealed that the procedure was successfully completed using a backup lens of the same model and diopter size. No further information is available.